Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an ankle fracture case, the tensioning suture snapped at the final tensioning. The implant was secured; the suture was trimmed off.